Manufacturer narrative:
The product has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with complaints of shimmer/flashing when she moves her eyes and she cannot read at intermediate or near following intraocular lens implant. The surgeon attempted to resolve the patients issues with pilocarpine drops in the office as well as dilating the eyes to see if it would help. A yag laser capsulotomy was performed approximately nine months following the initial procedure. The patient is being sent out to retina and neurophthalmology for further evaluation of why she is seeing flashing. The patient is also pending an MRI scan. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.